Event description:
Vacuum extraction delivery for maternal exhaustion. Apgars 2, 2, 3 at 1, 5 & 10 minutes. Pt blue and apneic at birth and difficult to resuscitate. Autopsy revealed subdural hemorrhage. Delivery was easy with no more than 2 pulls.